Event description:
Pt status post 3.7mm dynamic locking screw implantation used for fixation in 3.5 low bend medial distal tibia plate for a distal third tibia fracture, implanted on an unk date, was discovered to have the screw broken and a non-union on an unk date. Pt was returned to the operating room, on an unk date, for revision surgery or if any new hardware was implanted. No further info available at this time.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd. Add'l info has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis.